Event description:
After dental implant on tooth #26 pt developed a nerve injury to their ian and ln. Developed burning, tingling, and throbbing. Rptr has been informed that this was due to the dental injection.